Manufacturer narrative:
Device received with operational currents within specification and passed self test and displacement test. Power error due to connector resistance issue electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had power error detected. The customer¿s blood glucose level was 126 mg/dl. The customer stated that the power error detected on the insulin pump. The customer stated that the second power error detected was within four hours of troubleshoot of the previous occurrence. The customer was advised to wait until the light stops flashing (about10 min later) and enter new battery. The insulin pump will be returned for analysis.